Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system displayed an x-ray disabled error message. It is likely this resulted in a loss of x-ray product. There is no report of injury or death associated with the event described in this complaint.